Manufacturer narrative:
Unit received with no button response due to flattened button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify unexpected low battery alarm, backlight anomaly and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump's buttons were sticking. The insulin pump had possible water damage. Customer's blood glucose level was not reported. The device was not returned.